Manufacturer narrative:
Follow up information showed that the intraocular lens (iol) was explanted because the patient had an unsatisfactory visual outcome. The iol was discarded at the time of the explant. (B)(4). All pertinent information available to the manufacturer has beens submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an zma 23.50 diopter intraocular lens (iol) was explanted. The iol was replaced with another zma iol. A vitrectomy was not required during the procedure. No patient injury was reported.

Manufacturer narrative:
PMA# (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data section: PMA p080010. All pertinent information available to the manufacturer has been submitted. Placeholder.